Manufacturer narrative:
It was reported that the patient suffered from pain. X-rays determined that the insert had broken. The affected legion ps articular insert, used in treatment, was returned and evaluated. A lab analysis conducted during this investigation noted signs of wear and deformation and a post fracture of the device. Some of the wear found on the articulating surfaces of the insert is due to contact with the femoral component. Some of the deformation found on the insert could have likely been caused by the explantation of the insert. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Possible causes of device fracture could include but not limited to traumatic injury, overuse or size of device. Based on this investigation, the need for corrective action is not indicated. With no patient medical records provided, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Additional info: d4, d10, g7, g9, h2, h3, h4, h6, h10. Results of investigation: it was reported that the patient suffered from pain. X-rays determined that the insert had broken. The affected legion ps articular insert, used in treatment, was returned and evaluated. A lab analysis conducted during this investigation noted signs of wear and deformation and a post fracture of the device. Some of the wear found on the articulating surfaces of the insert is due to contact with the femoral component. Some of the deformation found on the insert could have likely been caused by the explantation of the insert. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Possible causes of device fracture could include but not limited to traumatic injury, overuse or size of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved and no patient medical records, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the patient suffered from pain. X-rays determined that the insert had broken. Revision surgery was performed to remove and replace the insert.